Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) does not perform autofill .there was no patient involvement .

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation,investigation findings,investigation conclusions, component codes). A getinge field service engineer (fse) evaluated the device and performed fault search using the device service software and found worn vacuum line and pressure line connections (located in the compressor compartment) that were causing leaks in the system. Both pneu cmpnt coupl .25fl bulk hd (d103-00-0373) and pneu cmpnt nip .25 flow bulk hd (d103-00-0375) were replaced and the values of the ka-k7 line (vacuum) and k6a-k8 pressure line (pressure) returned to range. Diagnostic and functional tests performed with positive results. Repair completed. Functional tests performed with positive results. The failure did not cause damage/inconvenience to operators/patients or delays in procedures.